Manufacturer narrative:
The customer ordered a new footswitch. An onsite assessment of the system or footswitch was not requested by a company service representative. The footswitch manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the reflux function was not working on the foot pedal. Requesting foot pedal replacement.